Manufacturer narrative:
The devices intended for use/used in treatment has not been returned for evaluation, nor any photos to show the alleged issue, therefore we are unable to establish a relationship between the reported event, if the devices are returned in the future these complaints will be re-assessed, therefore, root cause is undetermined at this time. It was noted that treatment, was continued using the product, with no further reported issues. As no control sample has been returned we are unable to fully investigate this complaint, therefore we are unable to provide probable causes as to why these events happened, however it is noted historically there has been issue where the bandages has been rolled too tight, presenting difficulty upon use. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances, however this investigation is now complete with no further actions deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the brown bandage of profore lite cannot be unwound at the end. Procedure was completed with the same product and no harm or injury reported.